Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. The investigation showed that there are no signs of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that pt was complaining about increasing pain since surgery.